Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the (B)(6) 2014, UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with light sensitivity in the left eye two weeks post lasik. The patient was noted to have uveitis. The topical steroid was increased. The patient was seen in follow up and symptoms resolved. Additional information received states the patient's symptoms are not related to the laser.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).